Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A patient reported the use of medihoney (purchased online) on a wound post ankle surgery. Used the product for 2-3 months on a regular basis. At one point was on antibiotics and needed to go to a surgicenter. No additional information was provided after several attempts.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The medihoney (unknown ID) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initialed for prescription devices being sold online without prescription. The majority of medihoney devices sold in the us are prescription-only devices and not available to be sold on online retailers. Integra confirmed that there are no gaps in ils procedures related to distribution and customer order controls that could lead to the distribution of rx designated product to non-licensed pharmacies.